Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would not save images. No pt injury was reported.